Manufacturer narrative:
Investigation summary:event description indicates the guide wire sleeve to be the primary product. The not returned k-wire is regarded as associated product. No further associated products were reported. Deviations in the manufacturing documents were not found. The device was documented as faultless prior to distribution and as it had been in use for a longer time (since 2011) we pre-suppose, that it had fulfilled its tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and manufacturing. The material at the rim (entrance) of the bore for k-wire introducing is bulged inwards, which is decreasing the diameter of the bore significantly in this area. Due to the damaged head and the (consequently) decreased diameter of the bore function is no longer given. The attempt to introduce a sample corresponding k-wire into the guide wire sleeve failed. The k-wire did not pass through the sleeve as intended. Per the IFU the devices should be checked for function. Pre-supposing that a functional check was carried out prior to surgery, the cause of the event can only be found in intra-operative procedure. Otherwise, the reported problem would have been realized at that time and other devices would have been used. The brochure instructions for cleaning, sterilization, inspection and maintenance (B)(4) shows several examples of damage and recommends removing of such damaged products. Appearance and extent of damage indicate that the head of the returned guide wire sleeve had been hit with a hammer, which is considered off-label use. The impacts caused the decreased diameter at the bore entrance. Evaluation revealed evidence that the root cause of the reported event is not linked to a deficiency of the device, but is rather related to misuse (hammering onto the head of the sleeve). There was no confirmed issue with the speedlock sleeve itself. The issue was the (pre-) damaged target device.

Event description:
During a gamma nail procedure, the guidewire would not pass through the guidewire sleeve. The surgeon backed the nail out and used a different sleeve to complete the case successfully. After the case, the sales rep was attempting to dismantle the targeting arm and could not get it apart.

Event description:
During a gamma nail procedure, the guidewire would not pass through the guidewire sleeve. The surgeon backed the nail out and used a different sleeve to complete the case successfully. After the case, the sales rep was attempting to dismantle the targeting arm and could not get it apart.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.